Event description:
In a conversation with the contact on 10/27/06, the device fired and the staples did not form. There was no reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.